Event description:
Reportedly, on (B)(6) 2024, vega r52 lead was implanted. On (B)(6) 2024 , before in clinic follow-up scheduled to be performed one week post implantation. A ventricular pacing failure was observed on monitor electrocardiogram. When the device was interrogated an increase in ventricular threshold was observed. A reintervention was performed on (B)(6) 2024 and the lead was explanted.

Manufacturer narrative:
Summary of investigation: devices history reports (DHR) analysis show that the vega r52 s/n: (B)(6) related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. Almost all the episodes recorded in the device memory showed oversensing, noise/artifacts and abnormal deflections on both atrial and ventricular channels. The origin of these electrical issues (noise/artifact and abnormal deflections) are unknown, and it could be located at lead(s) level but cannot be confirmed with the available data. Based on the available information and as the leads were explanted and discarded by the hospital, therefore the exact root cause could not be determined. This case is retained and utilized for trending purposes. For more details please refer to the enclosed report analysis.

Event description:
Reportedly, on (B)(6) 2024, vega r52 lead was implanted. On (B)(6) 2024, before in clinic follow-up scheduled to be performed one week post implantation. A ventricular pacing failure was observed on monitor electrocardiogram. When the device was interrogated an increase in ventricular threshold was observed. A reintervention was performed on (B)(6) 2024 and the lead was explanted.

Manufacturer narrative:
Correction : h6 health effect impact code: device explantation. Additional information : according to the field, the lead was explanted and discarded at the hospital. The production record review revealed that the vega lead was released following all applicable procedures. Additional investigations are currently ongoing

Event description:
Reportedly, on (B)(6) 2024, vega r52 lead was implanted. On (B)(6) 2024, before in clinic follow-up scheduled to be performed one week post implantation. A ventricular pacing failure was observed on monitor electrocardiogram. When the device was interrogated an increase in ventricular threshold was observed. A reintervention was performed on (B)(6) 2024 and the lead was explanted.